Event description:
It was reported that pump experienced malfunction with malfunction code 16, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to switch to multiple daily injections as backup therapy, and tandem technical support arranged replacement pump under warranty with updated software, confirmed shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.